Manufacturer narrative:
Neither the rapid infuser nor the disposable set have been returned for investigation. The initial reporter was unable to provide the lot number of the disposable set. The incident report received indicated that the following types of infusates were administered during the procedure: packed red blood cells, crystalloid, and fresh frozen plasma. The user facility has been contacted for additional information regarding the infusates, as certain crystalloids such as lactated ringer's are contraindicated in our labeling and may lead to clot formation inside the heat exchanger. Upon follow up with the user facility, it was determined that the patient was not injured as a result of this issue. The heat exchanger was replaced to complete the procedure. The operator's manual provides the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." Without additional information about the case and infusates, it is difficult to determine what occurred in this incident. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "received an email from daniel presutti in regard to the overheating and melting/leaking of the heat exchanger. He stated that 30 liters of product went through the rapid infuser before this happened. He was able to finish the case by replacing the heat exchanger."